Manufacturer narrative:
Approximate age of device- 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to infection along the thoracotomy incision after pump exchange on (B)(6) 2018.

Event description:
The manufacturer's technical service representative reviewed the log file and confirmed a power and flow increased with increasing pi event on 17dec2018. The representative also found 103 low flow events on 10dec2018.

Manufacturer narrative:
The patient received a pump exchange on 30oct2018 and is reported under MFR report #2916596-2018-04973. Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. Between 12/10/2018 8:02am - 12/14/2018 7:59am, multiple low flow hazard alarms were captured due to the estimated flow being calculated below the low flow threshold of 2.5lpm. Intermittent elevations in power and flow to 8.3w and 10.9lpm, respectively, were captured between 12/15-12/18/2018. A correlation between the device and the reported vt could not be conclusively determined through this evaluation. The hm2 IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the hm2 lvas. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had bacillus in blood, but wound cultures were negative. The patient will remain on intravenous ertapenem indefinitely per infectious disease management.